Event description:
This is a duplicate of MFR report # 0001831750-2013-05381. The serial number (B)(4) and catalog number 6082000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-05381 for full reporting of serial number (B)(4) and catalog number 6082000000 for this complaint.

Event description:
It was reported that the cot dropped and then tipped over with the patient strapped to the cot. The patient complained of pain in their arm after this incident. There was patient involvement; however, no clinically relevant delay in treatment was reported.